Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit was unable to switch to mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that a gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The gas mixer board was replaced, and the unit was returned to service.